Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported the patient had the device removed as a result of right iliac fossa pain. Nil. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications were any concomitant procedures performed? Onset date/time of the pain from surgery location and character of the pain? Please provide date and surgical findings of mesh removal reoperation. Product code and lot # if applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?